Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past and there is no service history to review. Visual evaluation found the rear housing was cracked on the top corner and the lens display was scratched. The downstream sensor and the upstream sensor seal were contaminated. The primary reported problem was that the device was double beeping. The pump also had a scratched lens, damaged rear case, overdue clock battery ((B)(6)), and the product fault occurred during testing. The most probable cause was downstream occlusion (dso) sensor contamination. Replaced dso sensor and device passed all functional tests after the repair.

Event description:
It was reported that the device was double beeping. Per reporter, the pump also had a scratched lens, damaged rear case, overdue clock battery (1590), and the product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.